Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 was prematurely timing out after 1-2 burns. This was the primary issue with the case. The device timed out within a very short time of the cutting portion of the procedure, within a few moves. They then would stop and allow for at least 15 seconds to pass, if not longer, and the device would continue to time out very quickly. Power setting at 3, unchanged throughout case. This particular energy source has a beep/sound that starts immediately with the burn initiation but it stops beeping shortly thereafter. Lights were illuminated throughout the burn and case. They did not change out the power supply or cable. The surgeon opened a new vh-4000 and the device performed as intended to complete the procedure. Changed out the vasoview hemopro 2 and the issue resolved. There was a procedural delay. There was no patient harm.